Manufacturer narrative:
The related device was received by bunnell for investigation on 12/12/2025. Based on the investigation results, it was determined this event was not reportable. There was no associated patient injury (as confirmed in user facility report: mw5180547) and the device was confirmed to be functioning normally. However, user facility report mw5180547 was received on 01/09/2025. This report is being submitted in response to the user facility report. Summary of investigation: the reported symptom could not be verified and was not reproduced as reported. Operation was very stable with no alarms of any type generated, with the system never going out of the ready condition. The pip always achieved the set point with minimum fluctuations, and the servo pressure, map and peep were always very stable and well within systems specifications. No problems were found with the hfv power system, pneumatic system, or with the hfv processor and driver ccas. All control and feedback signals were verified to be operating correctly and responding accurately. The system was verified to meet all calibration requirements. The system was thoroughly inspected, tested, and operationally verified to have no problems. The system stabilized at the default controls settings with all monitored values remaining very stable. The system was fully serviced and passed all applicable testing requirements. This event was concluded to not be reportable.

Event description:
As reported to bunnell: "loss of pip, vent fault, took off patient, no injury." As reported on user facility report: mw5180547: "during ventilator equipment setup and upon attaching to the patient the machine read "ventilator fault". Equipment was removed from use, sequestered and clinical engineering notified. Backup equipment was utilized; there was no significant impact to the patient."